Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. When a 6.0 x 120 mm armada 35 balloon would not inflate due to a leak at the hub. Another armada 35 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device used was not returned and may have aided in determining the root cause. A search of the complaint handling database was unable to be performed due to the lot number not being provided after repeated requests. A search of the lot history record was unable to be conducted due to the lot number not being available. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.